Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to extreme low blood glucose levels. The blood glucose level was unknown. The customer felt that the insulin pump over delivered insulin, causing her to pass out. Reviewed the alarm history, and found multiple motor error alarms. Nothing further was reported.